Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting loss of capture (loc). During revision it was confirmed that the lead was dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.